Event description:
It was reported the customer was in an accident two to three years ago. It was found the customer had blacked out behind the wheel of a vehicle. The customer declined to speak to a representative. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.